Event description:
It was reported that, approximately two months post implant, the patient experienced diaphragmatic nerve stimulation when their right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.